Event description:
It was reported that suspect of broken product at the moment of removal. Catheter was in the right superior member and that during surgery by phlebotomy, at 15:00h, (B) (6), 2010 it was noticed by nurse that the catheter was not completely removed when compared with the x-ray made before surgery. Vascular surgeon was contacted and another x-ray was made and he decided to make a new emergency surgery at 19:15h at the same day to remove the other part of catheter. Surgery was made with local anesthesia and according to pt medical history, he is fine.

Manufacturer narrative:
The device has not been returned to the manufacturer for eval. A chr review showed no other similar product complaint file(s) from this lot.